Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.